Manufacturer narrative:
Per gfe response, it was confirmed that the power supply board is damaged, and the machine was not able to be turned on. The hospital found a third party to replace the power board, and the equipment returned to normal use.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that device displayed no ac input. It was reported there was no patient involvement at the time the issue was discovered, the device was ready to be examen on patients. After pressing the power button to start up, the device displayed no ac input and can only use the backup battery. Per good faith effort (gfe) response, it was confirmed that the customer could not be reached, therefore no further information could be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was not confirmed unit did not meet product specifications.

Event description:
Philips received a complaint by the customer on the v60 indicating that device displayed no ac input. It was reported there was no patient involvement at the time the issue was discovered, the device was ready to be examined on patients. After pressing the power button to start up, the device displayed no ac input and can only use the backup battery. Investigation ongoing

Manufacturer narrative:
(B)(6).